Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded cold insulin into the cartridge. Customer¿s blood glucose was 101 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.